Event description:
A customer contacted physio-control to report that their device would intermittently not respond to on button presses. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11, additional mfg narrative of the supplemental medwatch report indicates physio-control evaluated the customer's device and verified the reported issue. Physio provided the customer with a repair quote; however, the customer declined to have the device repaired. Physio returned the device to the customer without performing any repairs. The cause of the reported issue could not be determined. Section h10 and/or h11, additional mfg narrative of the supplemental medwatch report should indicate physio-control evaluated the customer's device and verified the reported issue. Physio provided the customer with a repair quote and requested that the device be scrapped. The cause was isolated to the system pcb assembly and user interface pcb assembly. Physio-control product analysis center (pac) further evaluated the parts and found that the user interface pcb assembly is causing the no power on issue , further root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device would intermittently not respond to on button presses. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio provided the customer with a repair quote; however, the customer declined to have the device repaired. Physio returned the device to the customer without performing any repairs. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would intermittently not respond to on button presses. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.